Manufacturer narrative:
The technician confirmed the problem reported by the customer, goes into alarm recirculation of co2. The gds was replaced to correct the low flow issue. The device passed all testing and is back in service.

Event description:
The customer reported the ventilator alarmed with low co2 rebreathing risk. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator alarmed with low co2 rebreathing risk. The customer reported there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.